Manufacturer narrative:
Since the device remains implanted, the programmer files were reviewed. Conclusion: absence of pacing resulted from an incorrect tightening of the lead (behavior prior to re-intervention was coherent: absence of pacing /sensing and high lead impedance - normal behavior after re-intervention).

Event description:
One day after implantation, absence of pacing and sensing was observed in the ventricular channel. Therefore, a re-intervention was done. The physician verified that he could see the correct position of the lead pin inside the pacemaker connector and he tried to pull on the lead but it was properly tightened. The physician unscrewed the setscrew and verified the lead electrical measurements were still satisfactory. Then, the lead was re-tightened and complete normal operation was observed. Reportedly, the patient rhythm was spontaneous during the implantation; the physician thought the device was already operating in safer mode.